Event description:
This is a report received by baxter global pharmacovigilance and is a report from a physician from (B)(6) of peritonitis in a patient (age not reported) coincident with physioneal therapy (unspecified). On an unreported date, the patient began treatment with physioneal 40 1.36% glucose (dose and frequency not reported, lot number unknown) intraperitoneally (ip) for renal failure via automated peritoneal dialysis (apd). At the time of the report, the patient has been treated by peritoneal dialysis (pd)-apd for 2 years. It was not reported if pd therapy was ongoing. Per the physician, on (B)(6) 2012, the patient experienced peritonitis and was hospitalized. No diagnostic or laboratory information was provided. On (B)(6) 2012, the patient began remedial treatment with an unspecified antibiotic (dose, frequency, and lot not reported). On (B)(6) 2012, antibiotic therapy was stopped and the patient was discharged from the hospital. Per the physician, the patient recovered from the peritonitis on (B)(6) 2012. Concomitant medications were not reported. The cause of the peritonitis was not reported. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter, the lot number was not provided, and the user did not describe any types of use errors or other issues that might have caused potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted